Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest discomfort and the right ventricular (rv) lead was attempted to be repositioned however the helix was unable to be retracted. The lead was left in position. No further patient complications have been reported as a result of this event.